Manufacturer narrative:
Analysis of the pump found that there was high resistance in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and head/brain injury. The pump contained an unknown brand of baclofen with a concentration of 2000 mcg/ml at a dose of 12 mcg/day. It was reported an alarm was heard and confirmed by telemetry. A critical alarm occurred. The hcp stated the patient presented at the emergency department that day ((B)(6) 2017), and the patient¿s mother stated the pump was alarming every 10 minutes. The hcp stated the attention dialogue box showed a reset occurred and safe state occurred. Pump logs were checked. The hcp reported a low battery reset and safe state occurred that afternoon at 15:27 (eastern time); the call came in at around 15:50 (eastern time). The hcp stated the pump had 3 months to elective replacement indicator (eri). The hcp stated she would discuss replacement with the hcp. The hcp stated the patient was sitting in the waiting room at the moment and was not exhibiting symptoms yet. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the physician instructed to start the patient on oral baclofen and periactin. Neurosurgery was notified and the patient was sent to the hospital for surgery clearance. The patient¿s weight at the time of the event was 173 lbs. It was indicated that the issue with the pump had been resolved and that the patient had a new baclofen pump placed on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017. The pump was returned to the manufacturer on april 04, 2017. It was indicated the device had been used to deliver 2000 mcg/ml of gablofen at 444.8 mcg/day, prior to being programmed to minimum rate mode (2000 mcg/ml at 12.4 mcg/day). It was indicated that on (B)(6) 2017 the pump went into safe state mode. The patient was not in a clinical study. The device was used with/in the patient, for treatment, and there was no patient death. It was reported there was no patient injury, and the patient recovered without sequela. It was unknown if there was a (B)(6) or dye study performed. A review of the pump print-out from interrogation of the device on march 14, 2017 indicated a reset had occurred, and the pump was in safe state at the time. Additional notes on the pump print-out indicated ¿spastic tetra/tbi,¿ and noted that the catheter had been placed around c6.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.